Event description:
The hcp reported that pt had been experiencing withdrawal symptoms. "The pump did not read low battery nor did it 'beep' every 15 seconds." The pump was explanted and replaced and returned to the manufacturer for analysis.